Manufacturer narrative:
The customer's reported complaint was not confirmed during archive review and functional test. The battery passed all testing criteria and functioned as intended. Functional testing of the battery was performed; the battery was placed into test multi-chemistry battery charger, the battery was successfully charged without any fault or error. The battery status was checked with 4 green leds lit up indicating that the battery is fully charged. Further investigation, the returned battery was tested into a good known autopulse with compression for 35 minutes without any fault or error. A review of the archive was performed and no discrepancies were observed on the reported event date. Further review of the archive revealed that the battery was successfully charged on (B)(6) 2017 and the battery was last inserted into the autopulse on (B)(6) 2017. A visual inspection of the battery was performed and no physical damages were observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for li-ion battery with serial number (B)(4).

Event description:
It was reported that during patient use, the autopulse platform (sn (B)(4)) stopped after 2 compressions and the platform displayed "replace battery" message. A new battery was replaced and the platform functioned without any issues. No known impact or consequence to patient. No other information was provided.